Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during partial gastrectomy with vagotomy, the stapler did not fire the load which made it necessary to replace the material. It was reported that the other device was removed. There was no patient injury.